Event description:
Driver tip twisted and/or broke while used with torque handle. Complainant said this had occurred two other times over the previous nine-month period; therefore, mdrs 3005031160201200007 and 3005031160201200008 were also filed.

Manufacturer narrative:
Only two drivers were returned to the MFR. These drivers were associated with the most recent event (3005031160201200010). Other devices used with this event were submitted in mdrs 3005031160201300006 and 3005031160201300009.) Driver lot numbers are not known for the previous two events (see also mdrs 3005031160201200007 and 3005031160201200008). (B)(4).